Manufacturer narrative:
At this time, the right atrial (ra) lead has been returned but analysis has not been completed. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient presented with infection and sepsis. The implanted system, including this right atrial (ra) lead, was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The lead was returned with the helix retracted; the helix mechanism was not tested due to blood/dried body fluid in the tip area which would inhibit helix function. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as device evaluation has been completed.